Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "deflation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: the device related to the reported event of deflation and cyst received on april 12, 2021 with catalog number mcghan300. Analysis of the returned device identified: creases fold, wear abrasion, delamination valve and brown particles inner device leak test and microscopic analysis was performed which identified: delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Patient reported a left side deflation. Healthcare professional reported cysts. Device has been explanted.